Event description:
It was reported that the patient came to the ER after receiving high voltage therapy. The egm revealed oversensing on the rv lead. R-waves decreased and the capture threshold had increased. The data suggested lead dislodgement. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.